Event description:
Pt reported experiencing periodic low blood glucose, since 2004. Pt has had "seizure-type symptoms," and has had to contact emergency medical services for treatment of hypoglycemia (date not provided). Pt indicated that, in 2005, pt felt tense and stiff, after waking up. Assuming pt had low blood glucose, pt ate 8 glucose tablets, and went back to sleep. Ten days later pt felt confused while talking on the phone. Pt was encouraged to check pt's blood glucose, which measured 33 mg/dl. Pt self-treated by drinking orange juice.